Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair and mesh was used. The mesh ripped while the surgeon was suturing. Another like device was used to complete the procedure. There was no adverse consequence to the patient.